Event description:
It was reported that during an embolization procedure, the coil was inadvertently flushed into the patient. A 2d 6mm x 20cm interlock¿ coil was advanced through a direxion catheter into an unspecified mildly tortuous vessel. The coil was then withdrawn in order to change to another bigger interlock coil. However the coil detached inside the direxion and was not withdrawn into the interlock sheath. The physician could not see the coil inside the catheter due to blood on the coil. The physician flushed the direxion catheter and realized under fluoroscopy that the interlock coil was flushed into the patient. The location of the coil ended up in the target vessel approximately in the target location. The procedure was completed with the placement of a larger coil through the same direxion catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).